Event description:
It was reported to philips that the flexvision pc was not switching on. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. Philips remote service engineer (rse) contacted the customer and confirmed the reported issue. Upon troubleshooting, rse found that the flex vision pc was not switching on. To resolve the problem, philips field service engineer (fse) replaced the flex viewing pc and return the part for further analysis and it found failed components were psu, motherboard and hdd. After replacing flex viewing pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.